Manufacturer narrative:
Na

Event description:
It was reported that the device exhibited excessive battery discharge. The patient had over 348 vf episodes. Records show that the patient later expired in 2007, no reason given.